Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-300-20 the reported device has not been received. The product was not evaluated. The cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device with shield technology (ped2 )failed to open at the proximal segment during a flow diversion procedure. The device was used to treat a patient's cerebral aneurysm located at the anterior communicating artery. The aneurysm had max diameter of 20 mm and neck width of 7 mm. The patient's vessel tortuosity was described as moderate. It was reported the ped2 was prepared as indicated in the instruction for use. It was also reported the aneurysm location was very difficult to reach and the proximal end of the ped2 needed to be placed at a bend. After more than 50% of the ped2 braid was deployed, the proximal end of the ped2 would not open. The physician resheathed and reposition the ped2. The situation did not improved. The ped2 braid was resheathed and removed from the patient with the microcatheter. The treatment was continued with a new ped2, which was implanted successfully. No patient injury reported.

Manufacturer narrative:
The pipeline flex with shield was returned for evaluation. As received, the distal and proximal ends of the pipeline flex shield braid were found fully open with severe fraying. No other anomalies were observed. Based on the analysis findings and the event description, the report of pipeline flex with shield failure to open at the proximal end could not be confirmed. The event cause could not be determined as the returned pipeline flex with shield braid was fully open with severe fraying at both ends. The cause for damage could not be determined. The customer reported that the patient¿s vessel tortuosity was moderate and the device was placed on a bend in the anatomy. It is possible that the ¿moderate vessel tortuosity¿ contributed to the reported issue. It is not recommended to initiate deployment of the device on a curve. Per our instructions for use (IFU): "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.